Event description:
The customer reported that during a laparoscopic gastric sleeve case, bleeding was noted by the surgeon while working on the greater curvature of the stomach. The bleeding was described as not extensive and was controlled by using floseal via the cannula in use. The generator in use provided end tones, indicating a complete seal cycle. The procedure was then successfully completed. There was no pt injury. The customer has reported the device was discarded after the procedure. The site contact requested to remain anonymous.

Manufacturer narrative:
(B)(4). The site indicated that the incident sample was discarded. Add'l questions in regard to the incident have also been asked. If add'l info pertinent to the incident is obtained, a follow up report will be submitted.